Event description:
Customer reportedly obtained results of 56mg/dl, 269mg/dl, and 275mg/dl on the advantage system within 10 minutes. Customer took 12 units humalog based on results. No adverse event reported. Requested return of suspect system and replacement was sent.